Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 472 mg/dl. Customer alleged that the pump was not delivering insulin properly, as pump delivering insulin was not lowering bg. Manual injections were administered to address bg. As tandem technical support was not contacted at the time of event, a system check was not performed. Recommendation was made for customer to discuss event with a healthcare provider.